Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review shows that no treatment was found on the day (B)(6) 2014 that entered as treatment day in document. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported corneal haze observed in a patient's right eye at five months post prk enhancement; the patient also reports a blur in the right eye. Reporter indicated the topical steroid dosage was increased. Additional information has been requested.